Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt felt a sharp shocking sensation in the left part of her mid-back area when she turns her stimulation on. It was reported, the pt was to be referred for surgical intervention to address the issue.